Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, "the upper luer lock connection, closest to the needle was not functioning properly and it was from this point that the medication was leaking from." Device was intended for use with chemotherapy. No other information was provided.